Event description:
The customer stated that while testing pt samples on the cell-dyn 3000sl, they noticed that hemoglobin results had shifted very low. Controls were within specifications at startup. As an example, the customer gave one pt's result of 14.3 g/dl that retested at 4.8 g/dl. Upon troubleshooting, the customer noticed that the hemoglobin mixing chamber was not draining. The customer performed the hemoglobin flow cell cleaning procedure as outlined in the operator's manual with no resolution. The customer requested a service call. No pt info is available. No suspect results were reported from the lab and there is no impact to pt management reported.

Manufacturer narrative:
The field service technical executive (te) visually inspected the analyzer and corrected a section of kinked tubing from the hemoglobin mixing chamber to the waste chamber. The customer's issue was resolved by reseating the crimped tubing. The te verified instrument performance by running controls. Subsequent instrument operations and test results were acceptable. This issue is addressed in the cell-dyn 3000 operator's manual - revision e (list 92420-01), chapter 9: maintenance, monthly maintenance, hemoglobin flow cell manual cleaning procedure, pages 9-39 to 9-40 (this is not a routine cleaning/maintenance procedure, but should be performed only if routine methods fail or if requested). The investigation (demonstrated that the cell-dyn 3000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.